Event description:
It was reported that helium loss, purge, and drain valve failure occurred & caused pump to stop. Nurses resolved problem by pressing the "on" button. Event occurred on day 3, 4, & 5 following insertion of iab. No pt complications reported.